Event description:
It was reported by customer that the PICC line was being placed and the PICC itself unraveled; the metal was visible. No patient harm. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the PICC line was being placed and the PICC itself unraveled; the metal was visible. No patient harm. No other information was provided. Additional information received 2/15/2024: it was reported there was no adverse event or serious injury to patient or hcp. A new kit had to be opened. It was stated the patient was fine.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that the PICC line was being placed and the PICC itself unraveled; the metal was visible. No patient harm. No other information was provided.